Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reported an out of range shocking impedance measurement. A high energy shock was delivered and the impedance was within a normal range. Subsequent low energy shocks were also normal. Guidant received additional information that another out of range shocking impedance measurment occurred.